Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results from results obtained on (B)(6) 2025 of 145 mg/dl am fasting and 80 mg/dl am postprandial. The customer¿s expected am fasting blood glucose test result range is 90-100 mg/dl and expected am postprandial blood glucose test result is range is 100-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/31/2026 and test strips were opened one week ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note: manufacturer contacted customer in a follow-up call on 07-may-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.